Event description:
The customer reported to olympus that it was impossible to attach an optic to the camera head because the "bezel with gold contour" had come out of its holder. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found corrosion on the coupler stopper and metal part exposed. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that it was impossible to attach an optic to the camera head because the "bezel with gold contour" had come out of its holder. There were no reports of patient or user harm associated with this event.